Event description:
New information received on (B)(6) 2018 notes that the lead was capped and replaced on (B)(6) 2018. Patient was stable post procedure.

Event description:
It was reported that an asymptomatic patient presented during a routine follow up. Right ventricular (rv) lead exhibited lead noise. Noise could be re-produced with arm movements. No intervention was performed.

Manufacturer narrative:
Previously reported patient weight units were incorrect. This report notes the correct patient weight.